Event description:
It was reported that an error message was observed, which occurred at egm retrieval. Rebooting the programmer did not resolve the issue. A software download was performed and resolved the issue. Patient was in stable condition.